Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s incision had opened up and clear fluid was observed. The physician cleaned the area and restitched the incision site. Infection was not determined. The patient was placed on 4 weeks of antibiotics as a precaution. Later during the follow up visit the physician determined the issue as resolved.